Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod on the leg between 24 and 36 hours, the blood glucose (bg) levels rose up to 20 mmol/l (360 mg/dl) the site was painful, hot, hard and infected. The patient called his general practitioner (gp) who prescribed antibiotics (name unspecified) to treat the affected area.